Event description:
During an implant attempt of the subject device, a connection problem relative to the atrial channel was reportedly incurred, and clicking of the associated screwdriver was not obtained when tightening the set-screw. It was reported that the numerous attempts were needed to loosen the set-screw to remove the lead. Another pacemaker was implanted instead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.